Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information. Log files indicate a possible hardware issue with the nvidia graphics card: "nvrm: gpu at 0000:01:00.0 has fallen off the bus". The computer was replaced and returned to the manufacturer for analysis. Seatools computer tests did not find any errors on the hard drive. No ram memory errors were identified by memtest86. During initial testing the computer booted normally to the application screen. The ent application and exams loaded without issue. The computer passed all phd testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/29/2016 a medtronic representative, following-up at the site, reported issue could not be replicated. The surgery was completed with no issue. Loose power connection to the wall was witnessed, however, was not able to isolate if the cause of the issue was the poor power connection. 04/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system shut-down while residents were uploading patient's scan. No further details regarding this issue were provided. There was no patient present when this issue was identified.